Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker and cracked end cap.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the bottom of the pump fell off. The customer stated that the product is not sticking. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.